Event description:
It was reported that the lead was explanted due to oversensing and externalized conductor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead insulation was found abraded.

Manufacturer narrative:
Mandatory medwatch form was received.